Event description:
It was reported that this fiber broke after five uses. There was no patient involvement.

Manufacturer narrative:
Event date estimated as first day of month of aware date.

Event description:
It was reported that this fiber broke after five uses. There was no patient involvement.